Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading into the delivery tube. The surgeon used a second heartstring seal to continue with the procedure.